Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused; approximately 50% remained in the device. This was observed during patient infusion. The device was connected directly to the patient's peripherally inserted central catheter (PICC) line and was filled with fluorouracil 5650mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 25, 2021 - may 26, 2021. D4: catalogue # d4 lot# and UDI#. D4: the correct catalogue # is 2c4705k, previously submitted as 2c4711k. D4: the correct lot# is 21e023, previously submitted as 21j035. D4: the correct UDI# is (B)(4), previously submitted as (B)(4). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.